Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure to treat a radial arteriovenous malformation (avm) using pod packing coils (pod pcs) and a lantern delivery microcatheter (lantern). During the procedure, while advancing a pod pc out of its introducer sheath and into the lantern, the pusher assembly of the pod pc kinked. Therefore, the pod pc was removed. The procedure was completed using another pod pc. There was no report of an adverse effect on the patient.